Manufacturer narrative:
Retainer ring = black. On (B)(6)2021 the customer reported he/she went swimming and then got pump errors 49, 23 and then a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or pump errors 49, 23 were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool confirms that the following alarms/alerts occurred around the event date: 58=failed battery test alert--10+ alerts on (B)(6)2021. The adapt tool also confirms the following pump errors that could potentially trigger a critical pump error: pump error 53 (filenumber = 2005, linenumber = 5632) @ (B)(6)2021 09:41:46.000 and (B)(6)2021 09:49:47.000; pump error 4 @(B)(6)2021 15:31:16.000. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of pump errors 49, 23, and a blank display all were not confirmed. The high sleep current measurement is due to the moisture damage at the pcba1 j1 and flex cable interface. Pump errors 53, 4 are due to software errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump had multiple insulin pump errors. Customer stated that the insulin pump was exposed to moisture as they went swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.